Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp with 100 ml reservoir was implanted. Further information was requested and not yet received.

Event description:
It was reported that the inflatable penile prosthesis (ipp) was explanted due to unspecified reasons. A new 18cm x 12mm ipp with 100 ml reservoir was implanted. Further information was requested and not yet received. It was further reported that a few weeks before surgery the patient noticed that the prosthesis did not become as stiff when inflating. The stiffness continued to diminish until the implant did not work anymore. During the revision surgery a leak was detected "on a connection hos at the outlet from the pump."